Event description:
It was reported that the patient saw an elective replacement indicator (eri) on (B)(6) 2014 and the implantable neurostimulator (ins) had only been implanted for about a month. It was also noted that the patient had fallen on (B)(6) 2014 on her left side. It was noted the ins was located in her right buttock. Possible reasons for shortened longevity were being requested. A longevity calculation was done as well as impedance tests. Settings for each program were as follows: program 1 ¿ 5.6 volts, 240 pulse width, 40 hertz, and xxx ohms; program 2 ¿ 4.5 volts, 350 pulse width, 40 hertz, and 518 ohms; program 3 ¿ 4.7 volts, 450 pulse width, 40 hertz, and 488 ohms. Cycling was set for 3 seconds on and 2 seconds off. At these settings, it was calculated that the ins should last about 17 months. With electrode 0 as the reference electrode, impedance values were as follows, all in ohms: 1 = <(><<)>50, 2 = 646, 3 = 832, 4 = 895, 5 = 864, 6 = 688, 7 = 688, 8 = 655, 9 = 597, 10 = 580, 11 = 721, 12 = 855, 13 = 805, 14 = 666, 15 = 646. With electrode 1 as the reference electrode, impedance values were as follow, again all in ohms: 0 = <(><<)>50, 2 = 644, 3 = 829, 4 = 895, 5 = 854, 6 = 689, 7 = 689, 8 = 655, 9 = 597, 10 = 580, 11 = 721, 12 = 859, 13 = 805, 14 = 667, 15 = 646. The active electrodes for program 1 were 0, 1, 2, 3, 8, 9, 10, and 11. For program 2, they were 12, 13, 14, and 15. For program 3 they were 4, 5, 6, and 7. Follow-up was performed to determine if any troubleshooting had been performed, if a cause had been found, and if any intervention had occurred or been planned. It was stated that the patient was scheduled for surgery for (B)(6) 2014. . Further follow-up was performed to determine if the patient had gone through with the surgery, what the reason for the surgery was, and how the patient was doing. This event will be updated if additional information is received.

Event description:
Additional information received reported the patient underwent their battery replacement. At the time of the replacement the impedances were checked and were within normal ranges. The patient is now doing well and receiving effective therapy.

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found no significant anomaly. The battery had reached normal end of life and the telemetry and output were okay.

Event description:
Additional information received reported the replacement of the battery was due to premature battery depletion.

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
Additional information received reported that the device was going to be returned to the manufacturer for testing. No further follow-up was required at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.